Event description:
Customer reported unexpected positive reactions (3+) at the immediate spin (s) phase with gammaclone anti-d, (monclonal blend) when testing a previously typed rh negative patient. The patient was originally typed in 1998 as o, rh negative and returned to the facility in 2003 and was typed as o, rh positive with gammaclone anti-d, lot number unknown. Testing was performed using the tube method. Patient next, returned to the facility in 2006. Patient was typed at that time with gammaclone anti-d as o, rh positive with a negative antibody screen and was transfused with 2 units of o, rh positive red blood cells. Patient returned the next month, was again typed with gammaclone, anti-d, lot #dmb62-1 as 0, rh positive with a negative antibody screen and a postive dat (3+). Anti-d was identified in the eluate. Patient's serum was clear, no hemolysis noted. A transfusion reaction was not called by the physician.

Manufacturer narrative:
Customer samples were not returned for investigation testing. Patient's sample was sent to the lab in 2006. They typed patient as o, and rh negative using molecular testing and stated that the patient has the crawford phenotype. Explained to the customer that part of the specific performance characteristics in the package insert states that: "certain rare red blood cells that appear to be d-negative with other anti-d reagents will react unexpectedly with this reagent. Red blood cells of the crawford phenotype are agglutinated at the immediate-spin test phase are usually nonreactive at the weak d phase."